Manufacturer narrative:
The complainant was unable to report the exact lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during unpacking of a leslie parachute¿ stone retrieval basket, the complainant found that the basket was broken and it had an extra loop. There was no damage to the device packaging. There was no procedure nor patient involved.